Manufacturer narrative:
(B)(4). Date sent: 3/6/2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the long60a device was returned with the jaws and closure trigger in the closed position and no reload present. The device was opened without difficulties and it was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 678a84, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2023.

Event description:
It was reported that before and during a sigmoid colon resection, before the procedure they closed the stapler before putting the reload in. They were unable to open the stapler once closed. It is unknown if the reverse was used or if the manual override was used. The stapler would not open. Another stapler was opened for the procedure. They loaded the stapler. Upon being ready to fire the stapler the surgeon wanted to re-approximate and was unable to open the closed stapler. The reverse was attempted and then the manual override was attempted, both did not work. The stapler was removed from tissue after twenty minutes. The transection was completed further down and with a third stapler. No patient harm was reported.

Manufacturer narrative:
(B)(4).: batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? For the first stapler ¿ no. For the second stapler - yes, the device was locked on tissue with the jaws closed. If yes, how was the device removed? Through multiple random attempts to open they were able to ultimately open the jaws of the stapler. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All of the above, they called the ethicon hotline and used the internet. Did the jaws eventually open? Yes. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.